Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Reporter alleged the softclix lancet device system which is used in finger-stick blood glucose testing would not retract after its use. Customer stated the lancet needle was sticking outside the end of the lancet device however, did not indicate the location of the alleged incident. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus system: catalog number 047628349001.